Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones after 39 months of implant. There was a concern the battery was depleting prematurely. No adverse patient effects were reported.

Manufacturer narrative:
The patient implanted with this device was referred to their physician. The available information suggests this device remains in service. Should additional information become available this report will be updated.